Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; however, blood was in/on the helix mechanism. The full lead was returned and analyzed.

Event description:
It was reported that lead was attempted to be implanted, but was not used due to patient was not able to tolerate procedure at time of implant. The lead was disposed of and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.